Event description:
Customer reported wobbly rotations and the sleeve locking was defective. This is 1 of 1 report for event # com-(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to (B)(4) and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, it was noted that the cable/cord was damaged due to inadequate cleaning or maintenance. Additionally, the functional testing revealed defective motor, loud noise, safety bolt defective and detergent and water damage. Device was inspected and repaired.